Manufacturer narrative:
Section b1 adverse event/product problem: remove adverse event. Section b2 outcomes attributed to ae: remove hospitalization-initial or prolonged and other serious (important medical events). Section h1 type of reportable event: remove serious injury. Section b5 executive summary: updated. Section h6 patient code grid: updated. Received additional information received from the site on 1-april-2020 clarified that the patient is doing clinically fine and no changes. The physician thinks it is appropriate to consider that there was no adverse event (pseudoaneurysm). Additionally, there was no allegation of device malfunction against the subject flowgate balloon guide catheter. Therefore, an assignable cause of undeterminable will be assigned to the ' device within specifications'. It was reported in the complaint that vasospasm was treated with verapamil with complete resolution. Based upon medical review assessment , the data reasonably suggests the clinical event is anticipated in nature and severity as per the device for use (dfu). Therefore, an assignable cause of anticipated procedural complication will be assigned to the ' patient vasospasm non-serious'. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during procedure, the balloon guide catheter (subject device) was used and did advance distally while retrieving the trevo, that resulted vasospasm which was treated with verapamil with complete resolution. However, where the balloon was parked after that movement, there was what appears to be a pseudo aneurysm versus subject balloon implant imprint in the right ica (internal carotid artery) which believed to be related to the balloon being inflated. According to the physician, there were no allegations of device malfunction against the subject device. Patient was discharged on day 4 after procedure with modified rankin scale (mrs) of 1 and national institute of health stroke scale (nihss) score of 2. No other information was provided. Update additional information: received additional information received from the site on 1-april-2020 clarified that the patient is doing clinically fine and no changes. The physician thinks it is appropriate to consider that there was no adverse event (pseudoaneurysm). Additionally, the vasospasm during the procedure is self-limited complication without clinical consequence and is not reportable as an adverse event. Only clinically symptomatic vasospasm or moderate/severe vasospasm, which requires intervention, or which stays in the end of the procedure as seen in final angiogram, are reportable adverse event. Since there was no reported adverse event and no malfunction of the device that could have caused or contributed to the reported event, this event does not meet reporting criteria anymore and the reportability will be changed from reportable to non-reportable with the new awareness date of on 1-april-2020.

Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Additional information provided by the customer indicated that the vasospasm was treated with verapamil and aspirin was administered for the pseudoaneurysm. In the physician's opinion, it is believed that the pseudoaneurysm was related to the balloon being inflated. However, this could not be definitively determined and there was no allegation of device malfunction against the subject balloon guide catheter. Based upon medical review assessment, the data reasonably suggests the clinical event is anticipated in nature and severity as per the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication will be assigned to the as reported 'patient vasospasm non-serious' and 'patient pseudoaneurysm'.

Event description:
It was reported that during procedure, the balloon guide catheter (subject device) was used and did advance distally while retrieving the trevo, that resulted vasospasm which was treated with verapamil with complete resolution. However, where the balloon was parked after that movement, there was what appears to be a pseudo aneurysm versus subject balloon implant imprint in the right ica (internal carotid artery) which believed to be related to the balloon being inflated. According to the physician, there were no allegations of device malfunction against the subject device. Patient was discharged on day 4 after procedure with modified rankin scale (mrs) of 1 and national institute of health stroke scale (nihss) score of 2. No other information was provided.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the balloon guide catheter (subject device) was used and did advance distally while retrieving the trevo, that resulted vasospasm which was treated with verapamil with complete resolution. However, where the balloon was parked after that movement, there was what appears to be a pseudo aneurysm versus subject balloon implant imprint in the right ica (internal carotid artery) which believed to be related to the balloon being inflated. According to the physician, there were no allegations of device malfunction against the subject device. Patient was discharged on day 4 after procedure with modified rankin scale (mrs) of 1 and national institute of health stroke scale (nihss) score of 2. No other information was provided.